Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hrx, arthroscope complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, the surgeon harvested bone graph from the right femur using retrograde approach. The intramedullary canal was tight and it appeared to require a fair amount of force to advance the reamer, however this was done successfully. The surgeon then went to reteam the left tibia with the same ria2 setup. Upon removal of the ria2 from the intramedullary canal it was noted that a piece of plastic was missing from the distal portion of the disposable drive shaft assembly. This complaint involve one (1) device ria 2 bone harvesting kit l520. This is report 1 of 1 for complaint (B)(4).